Event description:
It was reported that a patient with an implanted pump experienced withdrawal symptoms of increased spasticity. The pump was filled. Two days after refill severe withdrawal symptoms, spasticity, occurred. The pump was checked by the hcp and the message "pump on hold" displayed. Three days after refill the pump was interrogated and the logs were read. The logs showed that the telemetry was aborted too early in the refill, causing the pump to stop on the day of refill. The logs also showed the pump starting again two days later. It is unknown if the telemetry was aborted due to a handling failure or due to environmental electromagnetic interference. The patient recovered and was now "fine." The drugs used were baclofen and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).